Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. The root cause of the event could not be determined.

Event description:
It was reported that during a ptca procedure, the edge of the liberte stent was damaged. The lesion being treated was a long, diffuse and highly calcified lesion located in the left anterior descending (lad) artery. The physician first dilated the lesion with another manufacturer's balloon at 8 atms. Then, he attempted to deliver the 3.0/32 mm liberte to the lesion. While attempting to maneuver the stent to the lesion, he felt strong resistance. Upon removal of the stent delivery system, the physician noted that the stent edge was flared. The procedure was completed with two liberte stents (3.0/16 mm & 3.0/20 mm). There were no reported pt complications. Pt status listed as "ok."